Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to normal battery depletion. Analysis performed after replacing device with new battery indicated that device exhibited normal characteristics. The original battery was depleted to eol level. The implant duration was 6.93 years, which exceeded device's 4.84 year projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Troubleshooting was not attempted due to the device's low battery status. The device was explanted and replaced on (B)(6) 2015.